Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation with use of gore bio a mesh occurred without issue on (B)(6) 2017 by dr. (B)(6) at (B)(6) hospital. -patient had an esophagogastroduodenoscopy (egd) showing no esophagitis with balloon dilation to 20mm without difficulty on (B)(6) 2017. -device explant due to severe dysphagia occurred without issue on (B)(6) 2017 by dr. (B)(6) at (B)(6) hospital. -device was found in the correct position/geometry at time of removal. -the patient was doing fine after removal and was eating "normally for the first time since device was placed".